Event description:
The health care professional initially reported that the consumer experienced blurry vision, burned eyes, an inability to work if cannot see, vision was bad almost blind, teary eyes, burning, continuous treading and pain, and red eyes. These symptoms are continuing at the time of this report. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. No complaint or manufacturing trend was identified. The root cause could not be determined.